Event description:
Per bio-libra study, subject underwent system revision due to malfunctioning lv lead. Lead is turned off due to high impedance, noise, and phrenic nerve stimulation. Attempts were made to explant lead but was unable to extract. Subject underwent a successful implant of new left bundle branch lead. The lv lead is still implanted and connected to the header, but turned off on the device. This report was found in an internal audit and is being reported now.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.